Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was noise on all channels with this thermocool sf navigational catheter in use and they are getting a low temperature of 10 degree celsius when they came on ablation. The cables were exchanged with no resolution. The issue was resolved by exchanging the catheter. Upon request, additional information was provided on the event. There was very bad noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto system and ep recording system. The physician was unable to interpret the bs and ic recordings because of the noise. After ablation had been connected for a few minutes the noise came and went. The generator was in power control mode. There was no error or warning message for the low temperature. They changed the redel and catheter cables with no resolution. They powered off and on the stockert generator. There was no resolution. They exchanged this catheter and the issue resolved. The severity of the noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto system and ep recording system at the same time is indicative of a reportable event.